Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported she was concerned about being overfilled by the cycler. She reported that she had a hernia that had swollen into a lump. Treatment data and machine alarms were checked and there was no sign of cycler malfunction. The patient reported the hernia had started last autumn (date unknown). At the time her fill volume had been reduced from 3000 ml to 2500 ml. The patient was advised to contact her nurse. During follow up the patient's nurse reported the hernia had gotten worse and required surgical repair. The patient was scheduled for the hernia surgery, but had not yet had it.